Manufacturer narrative:
Na

Event description:
It was reported that a cot dropped with a patient onboard. The customer could not determine when the alleged event occurred, or if any injuries were alleged.